Manufacturer narrative:
Customer reported that there was no disposable alarm. Tamper seals were all intact. Customer problem was duplicated. A faulty downstream occlusion sensor will be replaced. Performed visual inspection of the pump. Unable to determine who or what caused the problem. Replaced downstream occlusion sensor.

Event description:
It was reported that the device had no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was no disposable alarm. Tamper seals were all intact. Customer problem was duplicated. A faulty downstream occlusion sensor will be replaced. Performed visual inspection of the pump. Unable to determine who or what caused the problem. Replaced downstream occlusion sensor.

Event description:
It was reported that the device had no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that there was no disposable alarm. Tamper seals were all intact. Customer problem was duplicated. A faulty downstream occlusion sensor will be replaced. Performed visual inspection of the pump. Unable to determine who or what caused the problem. Replaced downstream occlusion sensor.

Event description:
It was reported that the device had no disposable alarm. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable alarm during testing. No patient was involved in this event. No adverse effects were reported.